Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("both essure coils were migrating out of her fallopian tubes and into the uterine cavity"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), tooth disorder ("excessive dental problems"), dyspareunia ("pain during intercourse") and pelvic discomfort ("discomfort"). The patient was treated with surgery (surgery to remove her fallopian tubes and essure coils performed in (B)(6) 2014). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, device expulsion, menorrhagia, abdominal pain, back pain, tooth disorder, dyspareunia and pelvic discomfort outcome was unknown. The reporter considered abdominal pain, back pain, device expulsion, dyspareunia, menorrhagia, pelvic discomfort, pelvic pain and tooth disorder to be related to essure. The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure, and subsequently sought treatment for her symptoms and from her physicians, but was unable to resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed.. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device manufacturing at this time although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 19-apr-2017: quality safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2009, and reported the adverse event chronic pelvic pain. The plaintiff had intervention required. In (B)(6) 2014 she had surgery performed to remove her fallopian tubes and essure coils. During the essure micro-insert therapy, pain of varying intensity and length of time may occur and persist following essure placement, it may, also, be associated with unsatisfactory device location(device expulsion). This case was classified as incident due to the reported surgical intervention. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Follow-up information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who received essure. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), device expulsion ("both essure coils were migrating out of her fallopian tubes and into the uterine cavity"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), tooth disorder ("excessive dental problems"), dyspareunia ("pain during intercourse") and pelvic discomfort ("discomfort"). The patient was treated with surgery (surgery to remove her fallopian tubes and essure coils performed in (B)(6) 2014). Essure was withdrawn. At the time of the report, the pelvic pain, device expulsion, menorrhagia, abdominal pain, back pain, tooth disorder, dyspareunia and pelvic discomfort outcome was unknown. The reporter considered pelvic pain, device expulsion, menorrhagia, abdominal pain, back pain, tooth disorder, dyspareunia and pelvic discomfort to be related to essure. The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure, and subsequently sought treatment for her symptoms and from her physicians, but was unable to resolve her symptoms. She is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and has otherwise suffered serious and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was coils were properly placed. Company causality comment: this litigation case report refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2009, and reported the adverse event chronic pelvic pain. The plaintiff had intervention required. In (B)(6) 2014 she had surgery performed to remove her fallopian tubes and essure coils. During the essure micro-insert therapy, pain of varying intensity and length of time may occur and persist following essure placement, it may, also, be associated with unsatisfactory device location(device expulsion). This case was classified as incident due to the reported surgical intervention. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.